Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer booted up to a black screen with no light emitting diode (led) was on. The inverter was shorted out on the lower half causing no backlight or leds and so was replaced. The inverter cover and the liquid crystal display (lcd) cover were melted and were replaced. The programmer passed all functional incoming tests with a good inverter.

Event description:
Boston scientific received information that this programmer's screen was no longer working. This programmer was returned for analysis and repair. No adverse patient effects were reported.